Event description:
Patient's port needle had blood leaking around site, but line flushed and drew blood easily. Changed needle, as it was due the next day. However, two days later the site was leaking again.